Event description:
Patient reported right side "implant removal of textured devices due to the patients concerns with the product" and rupture. Healthcare professional later reported "no right rupture present" and "implant was explanted due to the patient concern of the product." Healthcare professional later reported "rupture was discovered during explant surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b3, h6.

Event description:
Patient reported right side "implant removal of textured devices due to the patients concerns with the product" and rupture. Healthcare professional later reported "no right rupture present" and "implant was explanted due to the patient concern of the product." Healthcare professional later reported "rupture was discovered during explant surgery". Device has been explanted.